Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 12 samples for investigation. 10 of the 12 samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. It is reported the customer is experiencing under filling. Verbiage received, - "we seem to be having an issue with our blue tops not filling completely. We had about 6-7 in one day that had to be redrawn. My staff are doing syringe draws for all coags now." Additional information received (B)(6) 2021 customer states: " we use bd eclipse vacutainer needles. When we use a wing set, it is a kurin for blood culture collection and fill those bottles first. My staff use a syringe for difficult butterfly draws. There is no report that the tube is pushing away from the holder. The draws were random and from several different phlebotomists and different areas of the hospital."